Event description:
It was reported that the ventilator display was dim, and the metal frame housing did not fit the new display. There was no patient involvement. The customer was advised to replace the user interface (ui) assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.